Event description:
It was reported that on (b)(6)2026, a patient presented with grade 4 functional mitral regurgitation (MR) and prolapsed posterior leaflet for a Mitraclip procedure. During the preparation, steerable guide catheter (SGC) failed to hold the column. Device was sucking air when tried to insert the dilator. All steps were performed as per IFU. The final MR was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash and air/gas in the device cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.